Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the powerseal had an incomplete seal cycle error. The issue was identified during a therapeutic open hepatectomy. No medical intervention was required. The procedure was completed using a similar device. The device had been inspected prior to use. There were no reports of patient harm.